Event description:
It was reported that while in use on a patient, a 980 ventilator pressure was out of specification. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device. The se was unable to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.